Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack near battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer was advised that the product will be replaced. The customer will discontinue the use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. S/w ver 6.5v retainer = black case type = ngp. The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2022. The pump was received with a critical pump error 55 alarm after battery installation. The pump was powered down. After powering up, during the startup, hrm post failed during the factory parameters check. The data integrity check failed and generated an nm_internal_flash_crc_e error. This type of error leads to open book because, by design, all three error dump areas are filled with a special pattern (0xdead0034). Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. Pump error 55 (internal flash crc alarm is a fatal alarm that causes a critical pump error (open book image) at the first occurrence. The pump was cut open to perform a visual inspection. Moisture damage was found on the vibrate harness assembly and pcba 2. Critical pump error (open book image) alarm and pump error 55 alarm after power up are due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, serial number label peeling, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Critical pump error (open book image) alarm and pump error 55 alarm after power up are due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.